Event description:
Customer reported the male part of the quick release has broken off of the cuff. The customer reported this was discovered during set up, but did not provided a date. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed that the quick release buckle is broken. The male side of the quick release buckle is not damaged; the female side is the one that is broken. Male side still clicks into the female side. The connecting strap buckle still locks and unlocked as it should whether the strap is fed through or not. Note: instructions for use states: before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely, as these may allow pt to remove cuff. Discard if device is damaged. (B)(4).